Manufacturer narrative:
Unit received with critical pump error and pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture. Blood glucose was 172 mg/dl. Battery compartment was cracked. The insulin pump will be returned for analysis.